Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem quality engineer evaluated pump data and concluded the following: a ten unit bolus was confirmed on (B)(6) 2016. Twenty one units was requested by the customer, but a ten unit bolus was received because the maximum bolus setting was set to a maximum of 10 units. There were no 10 unit or large bolus requests confirmed in the pump logs on (B)(6) 2016. On (B)(6) 2016 at 7:23pm, a blood glucose level of 20 mg/dl was likely accidently entered, as it was immediately corrected to 168 mg/dl. User does not utilize cgm option with the g4 pump. Bolus size may have been miscalculated when maximum bolus limit was encountered. There is no evidence of a device malfunction or failure. Device not returned.

Event description:
It was reported that on multiple occasions the pump delivered an unintended 10 unit bolus. Customer stated that they did not request the bolus to be delivered. Reportedly, on one of the occasions in december 2016 this caused the customer's blood glucose (bg) level to become low (20-30 mg/dl), and customer was taken to the emergency room (ER). Customer stated they were in the ER for "a few hours" and treated with three glucagon shots. Customer indicated that bg level was in target range upon leaving the ER.